Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/20/2019. Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? C/r surgeon. Been firing ethicon device for years. Power since april. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? Unknown. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes. Normal donuts was a leak test performed? If so, what type and what was the result? Yes. Colonoscope. Normal. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the postoperative leak identified? Patient presented with leak systems and was brought back to surgery. What was observed at the site of the leak upon reoperation? A small hole. How was it confirmed that the staples were intact? B shape. Were any staple formation issues identified? If so, please describe the shape and location. No, none. How was the leak addressed? Patient given colostomy. Can more information be provided about the report that ¿tissue seemed to be thin¿? That's all the surgeon noted. Does the surgeon believe the postoperative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Surgeon is unsure. Stated he cannot blame stapler. Staples were formed. What is the current status of the patient? Fine. Stable.

Event description:
It was reported that during a low anterior resection, surgeon fired cdh31p. Leak tested and no bubbles present. Day 2 patient presented with a leak. Again, staples were intact. Surgeon did note at second procedure tissue seemed to be thin.